Event description:
During set-up of procedure, while tubings were being prepared to hook to bss plus infusion and millennium unit, connecting tubing was placed as an extension to the vitrectomy cutter line which then was connected to the "air" port and the gfi tubing was connected to he vitrectomy port. The cutter failed to operate properly.